Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was in the range of 300- 400 mg/dl at the time of the incident. It was reported that they had bent cannula. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor problem and call back if issues persist. The insulin pump will not be returned for analysis.